Event description:
It was reported that the programmer was unable to remain powered on. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was unable to remain powered on. However, during analysis, it was confirmed that the programmer failed the touch screen debug procedure, and an unexpected or poor response to finger touch was observed during operator interaction with the touch screen. This issue was corrected by performing an electromagnetic interference (emi) repair. The hard drive was upgraded and reimaged. The logo button, hinge plate screws, release lever from the printer drawer, power cord bay tabs, right keyboard hinge, and two display hinge cover bullets were missing. The stylus tip was bent but functional, however, the stylus was replaced and the overlay was calibrated. The keyboard latch and left keyboard slide rail cover were broken. One stylus holding tab was broken off. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.